Event description:
Philips received a complaint from customer biomed, reporting a navigation ring issue on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and reported the issue was identified during preventative maintenance (pm) service. The finger adjust on the upper right corner was not functional. The bme requested replacement of front bezels with navigation ring for correction. A philips authorized service provider (asp) evaluated the device and confirmed the nav-ring was not functioning. The asp replaced the bezel which resolved the issue. The device was operational and returned to use after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.